Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: increased ldh and free hemoglobin, despite therapeutic anticoagulation. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: no. Ae device malfunction: no. Patient outcome: exchange: yes. Device malfunction causative factor: sub therapeutic anticoagulation: yes.

Manufacturer narrative:
The report of increased lactate dehydrogenase and plasma free hemoglobin was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found white, tissue-like thrombus in two of the outlet stator vanes. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The observed thrombus would have contributed to the reported increase in ldh and plasma free hemoglobin. The origins of the thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due an to elevated plasma free hemoglobin of 60g/dl and an elevated lactate dehydrogenase level of 900 u/l. The patient's inr was therapeutic at 2.6. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.